Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with post-paced t-wave oversensing. Programming changes were recommended but not performed. There were no adverse patient effects.

Manufacturer narrative:
Initial reporter address should have been submitted with the initial report. Initial reporter is not a physician.